Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured r-waves had dropped from 12.6 mv at implant to 4.0 mv bipolar. The ventricular threshold had risen to 4.5 v, 1.0 ms unipolar and 3.75 v, 1.0 ms bipolar. Lead impedances were consistent at 626 ohms bipolar and 429 ohms unipolar. The device was left programmed to 4.5 v.